Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2017 with the following findings: there were multiple loss of prime warnings observed in the pump's black box. The pump was exercised for 24 hours with no alarms being duplicated. The pump's force sensor passed a calibration check. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.